Event description:
It was reported the programmer lost telemetry during implant. Egms (electrograms) were viewable after interrogation but unable to communicate with device. No problem with device as a second programmer was used to finish the case and worked fine on the device. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed functional testing. It was noted the programmer power cord was missing. Concomitant medical products: product ID: 229047 analyzer. (B)(4).